Manufacturer narrative:
The device was returned. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a heavily calcified lesion in the right superficial femoral artery (sfa). The 6.0x80mm absolute pro self expanding stent system (sess) was advanced over the non-abbott .035 guide wire when resistance was met and the sess could not advance any further. The sess was removed with resistance noted. The procedure was completed at this time with no further intervention. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
Visual, dimensional and functional analysis was performed on the returned unit. The reported difficulty advancing and removing the absolute pro from the guide wire was not confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other complaints reported from this lot. The investigation determined that the reported difficulty advancing and retracting the absolute pro over the non-abbott guide wire appear to be due to circumstances of the procedure. The chatter marks noted on the returned unit indicate that the distal shaft was likely advanced over a tight angle, possible at the aortic bifurcation. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.na.